Manufacturer narrative:
H4: the lot was manufactured between november 07, 2019 to november 08, 2019. H10: the device was received for evaluation. A visual inspection was performed and a round flat blue floating particulate matter inside the fluid pathway was identified. The particle was translucent, light blue, flat, and circular in shape with a diameter of approximately 3.8 mm. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as a round, flat disc of blue plastic roughly the diameter of a pencil eraser that was found floating in a compounded tpn bag. An exactamix compounder, clinolipid bag, and a non-vented high-volume inlet were used during compounding. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.